Manufacturer narrative:
(B)(4). Batch # m90158. The device was received partially disassembled with the handle separated. The hand activation buttons were not returned with the device. In addition, the blade was returned firmly attached and not broken off as reported by costumer. Due to the returned condition of the device, no functional testing couldn¿t be performed. It is recommended that when assembling the instrument to the hand piece the torque wrench is used. Failure to follow this procedure can cause damage to the instrument. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, there was a titanium tip breakage. The breakage piece was retrieved by forceps and was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient.